Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced double vision lens too small. Lens explanted. Replacement lens of a longer length implanted. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation is not required. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).